Event description:
A technical error alarm appeared when the ventilator was turned on. The ventilator was switched off and on again with no error message. After 5-10 minutes of normal operation the ventilator stopped without activating alarms. There was no patient connected.